Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h.10.

Event description:
It was reported that the pen ndl 32g 4mm hp was unable to deliver insulin/medication. The following information was provided by the initial reporter: consumer reported finding the patient end slanted when removed cover and shields consumer reported when used the slanted pen needles it clogged during injection. Consumer using new needle with each injection. Finding just a few in box to be like this. Lot #: 9317875. Catalog#: 3205.50. Date of event: unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the pen ndl 32g 4mm hp was unable to deliver insulin/medication. The following information was provided by the initial reporter: consumer reported finding the patient end slanted when removed cover and shields consumer reported when used the slanted pen needles it clogged during injection. Consumer using new needle with each injection. Finding just a few in box to be like this. Lot #: 9317875, catalog#: 320550, date of event: unknown.